Event description:
A patient on peritoneal dialysis (pd) contacted customer support and requested a replacement cycler due to experiencing fill/drain complications. In follow-up, the patient's pd nurse reported the patient had 3 pd catheter revisions since beginning automated pd (apd) in (B)(6) 2021 due to patient's internal anatomy. The event was confirmed with another pd nurse familiar with the patient in a follow-up call. It was reported the tip of the pd catheter was lodged in the patient's abdomen. Per the nurse, the patient did not have any adverse effects from use of any fresenius device, or product or drug. The nurse confirmed the patient's fill and drain issues were related to the pd catheter. The patient continues pd treatment with the same cycler and the issues have since resolved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).